Event description:
It was reported that a patient with a 7300tfx 25mm valve with an implant duration of six (6) years and two (2) months underwent a transcatheter mitral valve replacement (tmvr) due to severe regurgitation and mitral stenosis. Intraoperatively, tee showed extensive la thrombus with critical mitral stenosis. There was no other treatment option for even short term survival, the critical nature of the patient's disease and her wishes a planned tmvr was done even if it was high risk as her symptoms were not tolerable. The tmvr was initiated, the septum was across and had lots of difficulty getting 1st valve to cross. Attempted numerous times with various wire placement, flex, etc then patient became suddenly unstable and had to go on cardiopulmonary bypass. First valve was removed and initially planned to abort valve implantation. However once patient was stable and assessed, doctors felt only way she would live would be to fix her valve given situation. A second valve crossed septum/mitral valve and was implanted with success. No gradient, 10% in atrium. The tmvr was performed with a 9600tfx 26mm valve. Angiovac thrombectomy of thrombus within the left atrial appendage was done. Va emco was placed. Postoperatively, patient remained unresponsive overnight with no purposefully activity and no spontaneous breathing over the vent. CT was performed demonstrating extensive cerebral infarction affecting the majority of the right hemisphere with midline shift and herniation. There was also extensive left hemisphere. She was hemodynamically stable on ECMO but neurologic prognosis was grim. The family was consulted on the CT head findings and poor neurologic outlook. The family wished to spend time with the patient and then plan on withdrawing care including discontinuation of ECMO, pressors/ionotrpes and extubation with comfort measures as need. Patient was pronounced dead on pod#1. This case involved an (B)(6) year old female with a history of hypertension, type 2 diabetes mellitus, dyslipidemia, carotid artery disease with stent, coronary artery disease s/p CABG, valvular heart disease s/p mvr.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) could not be reviewed as the serial number was not provided. However, reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a bioprosthetic mitral valve, implanted for six (6) years and two (2) months, underwent a valve-in-valve procedure due to severe mitral regurgitation. A tmvr was successfully performed with an edwards transcatheter valve. It also reported that the patient expired on pod #1. The cause of death is unknown.